Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report. . This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was unknown if customer was using the auto mode feature at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to unknown blood glucose issues with unknown blood glucose levels at the time of the incident. The customer stated sensor use led to the emergency room visit. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. No further information was obtained. The insulin pump will not be returned for analysis.